Event description:
Pt received brachytherapy treatment in 6/2002. Eight days later, the pt returned to the hosp with chest pain. At this time, it was determined that the vessel that was previously treated was totally occluded. The cardiologist that originally administered the treatment indicated that the occlusion was due to a thrombus formation. It is unclear what caused the thrombus to form.